Event description:
It was reported the pt has no access to sound with the device many yrs of very good hearing performance. After 2 to 3 days of switching on and off, noises and poor hearing sensation, the pt ceased to hear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.